Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had air bubbles in reservoir. The customer¿s blood glucose level was 138 mg/dl at the time of the incident and current blood glucose value was 265 mg/dl. Customer report air bubbles and reported at that time that they had cracks along the reservoir chamber. Customer report they fills reservoir up and he checks it with a magnifying glass and there was no air bubbles, then a couple of hours later there was tiny air bubbles. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.